Event description:
It was reported the pt was not being able to adjust stimulation. Troubleshooting was done. The pt was able to connect with his device on the left side. It showed the device was on, the device battery was good, and the 9 volt programmer battery was good. The pt only got the 9 volt programmer battery light to come on when he tried it on the right side. The pt also indicated that he just started to have trouble walking about 30 minutes prior to reporting that he was unable to adjust the stimulation. Additional info received from the MFR's rep indicated troubleshooting was attempted for 40 minutes with no response from the device. The healthcare provider was setting up an appt for a battery check. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).